Event description:
It was reported the patient fell often and was suddenly unable to walk. There were high impedances (>2000 ohms) on all bipolar pairs and some of the unipolar pairs, as well as question marks (???) In the results. The impedances had increased since the previous reprogramming session. At the previous reprogramming session, the patient experienced "face pulling" and other side effects. The implantable neurostimulators were at 3.72 volts. The physician increased the parkinson medicine. Patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 7482a51, lot# serial# (B)(4), implanted: (B)(6) 2008, explanted: product typ extension. Product ID 7482a51, lot# serial# (B)(4), implanted: (B)(6) 2008, explanted: product typ extension. Product ID 3389s-40, lot# v084682, serial# implanted: (B)(6) 2008, explanted: product typ lead product ID 3389s-40, lot# v107991, serial# implanted: (B)(6) 2008, explanted: product typ lead. (B)(4).

Event description:
Additional information received from the healthcare provider (hcp) indicated that the possible cause of the event could be related to frequent falls. The hcp stated that high impedance values could possibly be caused by lead breakage. The hcp was not sure if any intervention occurred. No hospitalization was reported.